Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, that during routine check the cs300 (iabp) display malfunctioned. The picture was distorted and impossible to read. There was no patient involved.